Event description:
It was reported that during the implant procedure, the doctor was not able to introduce the stylet fluently into the lead. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. Stylet insertion test result was failed. Test performed 3 times using the 3 stylets received in bag which were not in dispenser. Visual inspection found blood obstructed in distal conductor using destructive testing. (B)(4).